Manufacturer narrative:
UDI: (B)(4). Lot unknown. Device was not returned for evaluation. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unknown if device will be returned.

Event description:
The reported product (item no: 2867-05-220, lot no: unknown) was used for the surgery for lcs (lumber spiral canal stenosis) on (B)(6) 2017. The product was not be able to be pulled out after screwing even by hammering while holding it with a kocher clamp (unknown item/lot numbers). The tip of the product (8mm length) got broken when attempting to pull it out with a kind of power tool for k wire (unknown item/lot numbers). The surgery was finished as the broken tip was remained in the patient¿s body. There has not occurred any harm to the patient due to this event and the symptom has been improving. Mund-therapie was done to the patient to explain the situation. The doctor commented that low-quality c-arms images made it hard to confirm the remaining broken tip. There was no adverse consequence to the patient.